Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that the user programmed a custom concentration infusion of nafcillin 12 grams per 500 ml diluent through guardrails. The rate prepopulated to 500 ml/hr. The vtbi prepopulated to 500 ml and the duration was therefore 1 hour. The volume recorded as being infused during this period was 521.84 ml. The root cause was identified as user programming. No devices received, log review only.

Event description:
The customer reported that a 500 ml infusion of nafcillin (12 g) was programmed to infuse over 24 hours however it completed in 1 hour. There was no patient harm.